Event description:
It was reported that when the patient presented in-clinic for a follow-up, low r-wave amplitudes were observed. Further testing and possible lead replacement were recommended. No further information is available at this time.

Manufacturer narrative:
.